Event description:
It was reported that the user attempted to switch from a g6 sensor to a freestyle libre 3 plus sensor and received an "already in use" message when scanning, as the sensor had already been started in the abbott app and could not connect to the ilet. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health or hospitalization. Investigation included customer interview, product use review, and troubleshooting and education regarding sensor pairing requirements and device compatibility. Investigation of this case revealed a sensor-use conflict due to the sensor being initiated with another application, which prevented pairing with the ilet, consistent with expected device behavior and user setup error. It was concluded, based on previously established findings for similar reports, that the cause was use error related to initiating the libre sensor in a non-ilet application prior to pairing with the ilet.